Manufacturer narrative:
Unable to prime during prime test due to loose/protruded drive support disk. No alarm noted. The insulin pump received with cracked case at lcd window corners. The insulin pump received with missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed, and the drive support cap was protruded. The blood glucose reading was 162mg/dl. It was stated that the device also was stuck on the prime loop. Advised the caller to discontinue the use of the device and revert to back plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.